Manufacturer narrative:
This device is used for treatment. The patient was revised. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Device history records could not be reviewed as the part and lot numbers are unknown.

Event description:
It is reported that the patient was revised due to pain.